Manufacturer narrative:
Product ID: 8596 lot# serial# (B)(4), implanted: 2005 (B)(6), product type catheter product ID: 8709 lot# serial# (B)(4), implanted: 2005 (B)(6), product type catheter product ID: 8598a lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter product ID: 8731 lot# serial# unknown, product type catheter (B)(4). Analysis of the catheter noted that upon receipt, dark foreign material was observed in the most proximal of the dispensing holes. When initially tested for patency, no occlusion was observed in the segment. After decontamination the dark foreign material was no longer in the dispensing holes. The foreign material found in the most proximal dispensing hole may have affected infusion.

Event description:
It was reported that the patient was having ¿intermediate¿ withdrawal signs and symptoms. A catheter revision was performed and the distal portion was replaced. It was noted, the original distal section was 38.1 ml, and 10.2 ml was removed. The total distal section was now 27.9 ml. A priming bolus of .061 ml was to be completed to reprime the system. The pump system was being used to deliver hydromorphone and bupivacaine. Additional information received reported that black material was noted in the catheter, and a catheter occlusion was noted. The patient status after the revision was stated as recovered without sequela. Additional information received reported that the health care provider (hcp) stated the patient was doing fine after the catheter revision.